Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultralink meter would not power on. The medical affairs specialist (mas) spoke to the reporter in 2009, and was able to obtain/verify limited info. The pt tests her blood glucose 4 or more times a day. She manages her diabetes with an insulin pump. The reporter indicated that the alleged meter issue started one month prior, but he was unable to provide a time. As a result of the alleged issue, the reporter mentioned that the pt administered self-care by consuming more food/drink(s). About 4-5 hours after the alleged meter issue began, the reporter claimed that the pt developed symptoms of feeling "very thirsty." The reporter informed the mas that the pt was able to test with a backup meter during the time of concern. However, it is not clear if the pt was able to test before the symptoms developed. Based on the info initially documented by the one touch customer advocate (otca), the backup meter needed a replacement battery. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the unresolved power issue of the meter. There is no evidence, however, that the alleged meter issue caused or contributed to the pt's symptoms/injury. Based on the short time period as to when the symptoms developed in relation to when the alleged meter issue began, it is most likely that the pt was in a state of high blood glucose before or during the time the power issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.